Event description:
"[Summary] sudden death on relayplus implanted patient. [Description / sequence of events]. (B)(6) 2014. - tevar was performed with 2 debranch operations. Relayplus was implanted from zone 1 (see pdf for pre-planning image). Apr/19/2018 - (B)(4) received the information of patient's sudden death (date of death: (B)(6) 2018). - aorta dissection was observed around lesser curvature of aorta, where relayplus was implanted (endograft portion, not bare-stent portion). - according to the physician, sinus of valsalva enlargement was also confirmed, so its rupture is also suspected. - it is unknown if the autopsy was performed. - physician's request: cause of death cannot be determined. It is also unknown if rtad or rupture of sinus of valsalva is related. Since it has been more than 3 years since tevar, relayplus is less likely to be directly related.

Event description:
"[Summary] sudden death on relayplus implanted patient. [Description / sequence of events]: on (B)(6) 2014: tevar was performed with 2 debranch operations. Relayplus was implanted from zone 1. On apr/19/2018 (B)(6) received the information of patient's sudden death (date of death: (B)(6) 2018). Aorta dissection was observed around lesser curvature of aorta, where relayplus was implanted (endograft portion, not bare-stent portion). According to the physician, sinus of valsalva enlargement was also confirmed, so its rupture is also suspected. It is unknown if the autopsy was performed. Physician's request: cause of death cannot be determined. It is also unknown if rtad or rupture of sinus of valsalva is related. Since it has been more than 3 years since tevar, relayplus is less likely to be directly related.